Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was observed to be depleting quickly. In addition, the customer¿s blood glucose level was elevated for the past two weeks. Review of the pump history during troubleshooting was unable to confirm the reported battery issue. Reportedly, the customer may have interacted with the pump more frequently for the past 2 weeks delivering more boluses. The customer did not believe the elevated bg level was not related to the pump or pump supplies. Although requested, additional information regarding the reported issue was not provided.